Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue. Additionally, minimum fill notification occurred after filling a cartridge with 300 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Customer's blood glucose was 138 mg/dl.